Event description:
Reference number (B)(4). Event occurred in the united states this emdr is being subbmitted for unknown number of quantites it was reported that patient faced infusion set detachment event on (B)(6) 2025 . The site of detachment was tubing hub. The infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11202. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009951, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009951 was manufactured according to the work instruction (wi) version 118 and manufactured in the line 10, on 28/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k04496 was manufactured according to the form version 2 and manufactured in the machine itl03, on 27/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.